Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with no other devices. Inspection of the device revealed that numerous hypotube kinks. The device was inflated to the rated burst pressure (12atm) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery (rca). A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.